Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the tfna hardware was removed due to the implant failing. The implant had cut through and had created an ulcer on the patient¿s lateral side. The implant was intact and no fragments were created. The patient was revised with a total hip arthroplasty (tha). This report involves one (1) 9mm/130 deg ti cann tfna 235mm/left - sterile. This is report 2 of 3 for (B)(4).